Event description:
It is reported that a customer has physical damage in the battery compartment of their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit received with broken battery tube threads. Unit received with minor scratches on lcd window. Unit received with corroded battery tube.